Event description:
It was reported that, upon interrogation with a programmer in clinic, this pacemaker was found to be in safety mode with no magnet response. It was noted that the patient was experiencing symptoms of pre-syncope. When performing isometric arm movements, there was pacing inhibition of greater than six seconds due to oversensing of myopotential noise while this pacemaker was programmed in the unipolar sensing configuration. That day the patient was admitted to the hospital and a temporary pacemaker was placed since the patient was dependent. A couple of days after that, this pacemaker was explanted and replaced with a new one. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported.

Event description:
It was reported that, upon interrogation with a programmer in clinic, this pacemaker was found to be in safety mode with no magnet response. It was noted that the patient was experiencing symptoms of pre-syncope. When performing isometric arm movements, there was pacing inhibition of greater than six seconds due to oversensing of myopotential noise while this pacemaker was programmed in the unipolar sensing configuration. That day the patient was admitted to the hospital and a temporary pacemaker was placed since the patient was dependent. A couple of days after that, this pacemaker was explanted and replaced with a new one. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.